Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an esg procedure on (B)(6) 2025. During the procedure, the needle body was misaligned, and the physician could not transfer the suture. The overstitch was removed from patient in an open position. The procedure was completed with a different device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a051104 is being used to capture the reportable event of needle shaft failure to close. Correction: block h6 device code a1702 is being used to capture the event of anchor exchange failure to pass anchor.

Manufacturer narrative:
Block h6 device code a051104 is being used to capture the reportable event of needle shaft failure to close.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an esg procedure on (B)(6) 2025. During the procedure, the needle body was misaligned, and the physician could not transfer the suture. The overstitch was removed from patient in an open position. The procedure was completed with a different device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a051104 is being used to capture the reportable event of needle shaft failure to close. Correction: block h6 device code a1702 is being used to capture the event of anchor exchange failure to pass anchor. Device evaluation: block h11 the returned overstitch sx endoscopic suture system was analyzed. The device was returned without the anchor exchange. During the visual inspection it was observed that the biopsy valve was detached and broken. During the microscope inspection, the needle body was not found bent. The device was observed in good conditions and that during microscope inspection device worked as expected. However, during the handle actuation it was difficult to retract. It was not possible to perform a functional test because the anchor exchange did not return. Therefore, the reported events of needle shaft failure to align, needle shaft failure to close and anchor exchange failure to pass anchor could not be confirmed. A risk review of the overstitch ess sx was completed and confirmed that the events of needle shaft failure to align, needle shaft failure to close, handle difficult to retract, luer cracked, luer detached/separated and anchor exchange failure to pass anchor were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the probable cause selected for the events of needle shaft failure to align and needle shaft failure to close is "device problem excluded", since the device was observed in good conditions and worked as expected during the microscope inspection. For the events of difficult to retract and the observation that the biopsy valve was detached and broken, the most probable conclusion code for these events is "adverse event related to procedure". Most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device because the adverse event occurred during the procedure and the device had no influence on event. There is not enough evidence to determine whether the event of anchor exchange failure to pass anchor was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, "unable to exclude device problem" is selected as the most probable cause for this event. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an esg procedure on (B)(6) 2025. During the procedure, the needle body was misaligned, and the physician could not transfer the suture. The overstitch was removed from patient in an open position. The procedure was completed with a different device. There was no patient complications reported as a result of this event.